Manufacturer narrative:
The sample is serum and was centrifuged for 10 minutes at 3000 rpm and cleared in appearance. On (B)(4) 2010 system check was performed and met specifications. On (B)(4) 2010 the customer performed system check which was outside the specified range. A bci application specialist instructed the customer to install clean set of aspirate probes. System check was re-preformed and was within established range. Service was not dispatched for this event. Although some hardware issues were addressed, a clear root cause can not be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously elevated accutni result above the acute myocardial infarction (ami) cut-off generated by the unicel dxc 600i synchron access clinical system. The results were submitted out of the laboratory and questioned by the physician. The initial sample and a new sample were rerun on the same unit and lower results were obtained. Patient treatment was not impacted by this event.